Event description:
It was reported that a user scanned a freestyle libre 3 plus sensor with the libre app, which caused the sensor to be in use by another device and prevented pairing with the ilet app; the user was instructed to use a new sensor and was guided through pairing with the ilet app, after which a warmup timer was observed. No adverse clinical symptoms reported. Outcomes included no impact to health. User support included customer interview and device-use troubleshooting. Investigation of this case revealed use error related to sensor pairing with a non-compatible app, resulting in the ilet system not being able to access the sensor signal. It was concluded, based on previously established findings for similar reports, that the cause was user error in sensor setup and app selection.

Manufacturer narrative:
Initial.